Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had a low blood glucose of 46 mg/dl. Customer treated with food and grape juice. Customer has been experiencing low blood glucose for 2 hours. Customer stated that her blood glucose went down after dinner. Customer stated that the reservoir was showing the same amount of insulin as shown on the status screen. Customer stated that the pump was not exposed to a MRI. Customer was advised to speak with a health care professional regarding her low blood glucose. Customer was advised to monitor the pump. Customer called in for assistance with no delivery alarms. Customer's blood glucose was 350 mg/dl. Customer treated with a manual injection. The pump passed the high pressure test and customer was advised that the pump was working as designed. Customer was advised to do a complete set change.